Event description:
It was reported that the tip of the ep catheter was defective. The incident occurred during the procedure. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.

Manufacturer narrative:
The device was visually inspected, and a bend was found at 6.5cm from the distal tip. The connector and the electrodes of the device appeared to be intact. The curve was evaluated per ep catheter final inspection procedure and the device did not meet curve specification. The device was submitted to inline testing and the device was found to be eligible for rejection based on an improper curve. Also, the bend found during initial assessment was most likely interpreted as a defective tip. It is likely that this contributed to the reported event. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The results of the investigation determined that the reported issue was confirmed. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is mishandling subsequent to distribution from stryker. Instructions for use (IFU) review: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. This report was initially filed due to sss being in a two year reporting cycle for ep catheters having a kink distal to the transition point. The investigation revealed that there was not a kink distal to the transition point of catheter. There was a bend in the catheter, which is not a failure mode included within the two year reporting cycle and there is no history of injury from this reported event type.

Event description:
It was reported that the tip of the ep catheter was defective. The incident occurred during the procedure. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.

Manufacturer narrative:
An investigation has not been completed for this event. A supplemental report will be submitted once the investigation is complete.